Manufacturer narrative:
The reported incident that screwdriver blade, t7, ao was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by multiple exposures to too high torque strengths. The device shows a stress breakage on its tip. This event, most likely, could be caused by repeatedly exposures to a high torque force. This event is known by stryker. The manufacturing process was correct, the material is into specifications and different studies have been conducted in order to enhance the performance of the instrument. In addition, due to the nature of the device, it is recommended not to use this instrument in combination with powertools and predrill if necessary. If it is applied too much force on it, is probable that this type of breakages could happen. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During variax foot surgery, the driver broke when the surgeon was inserted a screw with it. After that the other driver was used.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax foot surgery, the driver broke when the surgeon was inserted a screw with it. After that the other driver was used.